Manufacturer narrative:
The reagent lot and expiration date were not provided. The field service engineer found an issue with a tube from the washing station and springs from the dryers of the cell rinse nozzles. He replaced them and performed a cuvette blank. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable albumin gen.2 results from the cobas 8000 c702 module. One example was provided of an initial result of 5.9 g/dl and a repeat result of 4.3 g/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.